Event description:
A customer reported that a sensor error message was received with the adc device. As a result, the customer experienced symptoms described as ¿cannot talk, walk, and blurry eye¿ and was unable to self-treat. The customer further reported receiving third party medical treatment however, treatment details were not provided. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. Please note that while the sensor kit expiration date is 31-aug-2022, the customer did not specify the date of the medical event. Therefore, it is unknown if customer was using sensor past its shelf life/expiration date. All pertinent information available to abbott diabetes care has been submitted.